Event description:
Curlin medical was informed of a reportable event by a distributor, involving two devices, all information relating to this event was provided by the distributor. The customer reported that a patient suffered permanent damage to their shoulder joint following shoulder surgeries. Both shoulder surgeries involved post operative pain management with a local anesthesia kit. The first use of the device was 2004, the second use approx four months later.

Manufacturer narrative:
The initial reporter became aware of the patient injury as a result of a lawsuit. The local anesthesia kit described by the customer is currently manufactured and marketed by curlin medical. Curlin medical acquired the design of the product in august 2006 from the original manufacturer, mckinley medical, llc, wheat ridge, colorado. Since the acquisition of the product line, curlin medical has received no complaints of this nature for product distributed by curlin. Curlin is submitting this report as the current manufacturer of the device. The initial reporter is unable to provide the exact date of the event (ie, when injury to the patient's shoulder was diagnosed). The initial reporter is unable to provide detailed information regarding use of the device, such as location of catheter placement and medication used. The initial reporter is unable to provide information with respect to diagnosis and treatment of the patient as a result of the injury. The initial reporter is unable to provide information regarding the patient's preexisting medical conditions or significant medical history that may have contributed to the injury. Curlin medical is submitting this report within 30 days after becoming aware of the event. As our investigation continues curlin will file a supplement if additional information becomes available. Add'l device: model 11-1352, catalog 11-1352, lot #60526871, expiration date: 12/31/2005.